Event description:
It was reported that the insulated sheath at the cautery end of the arthrowand started to fray due to being pushed in and out of the annual. Nothing fell into the patient and no patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) without the correct labeling so information such as lot number, manufacture date, and expiration date are unknown. A visual examination of the returned device revealed slight fraying on the shaft's insulation. Based off of the visual examination, the root cause was attributed to the end user technique in which the arthrowand device inadvertently became damaged during use. Sss's instructions for use state: "careful handling of instruments is necessary to avoid damage or breakage as a result of excessive force." "Vigorous use against bony surfaces may result in excessive wear." Since the lot number is unknown, the device history record could not be reviewed. However, before leaving sss, 100% of all arthroscopic wands are function tested and visually inspected. The reported event is not occurring more frequently or with greater severity than is usual for the device.